Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter city: (B)(6) . Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was visible inside the balloon material which is evidence of a balloon leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at approx. 1 mm distal from the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in percutaneous coronary intervention. During the procedure, the lesion was dilated, and above rated burst pressure was applied. However, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified blood vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in percutaneous coronary intervention. During the procedure, the lesion was dilated, and above rated burst pressure was applied. However, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications reported.